Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hypothermia was completed at 33c on the arctic sun device. Nurse stated that the patient was in rewarming phase when device shut off due to high temperature water exposure (alarm 115) at 42 c. Device had been off for 15-20 mins. Nurse also stated the device had low flow but changed gel pads before they called the hotline and got flow rate (fr) to above 2.0 l/min. Patient weighed (B)(6). All pads were confirmed to be applied appropriately. Abdomen area was covered. Mss asked nurse to start therapy. Patient temperature was 34.2 c, water temperature was 34.3 c, flow rate was 3.0 l/min. While we were talking water temperature was 38 c. Rewarm from 36.5, rewarm rate was 0.25 c/hr to 37 c. Mss reminded the nurse about skin checks and device stopped earlier as a safety feature and advised the nurse to have discussions with physician. Nurse was advised to consider warming blanket to help prevent future prolonged exposure to warm water alarm. Nurse also stated that the patient was on many medications. Levophed and diprivan were being infused. And, nurse stated that was also had a hard time to controlling the blood sugar. Per follow up 1 on (B)(6) 2021 via nurse , pads size large. Denied any additional pads added. It was unsure why the pads were exchanged as there were no notes in the patient chart. The pads were not kept. Flow rate remained optimal through shift and patient completed therapy. Device will remain in service. The complainant stated all available information has been provided. Therefore, no additional follow up attempts will be made. Per follow up 2 on (B)(6) 2021 via nurse , medications were administered due to the patient conditions (would not elaborate). Therapy was completed. Device was kept in service.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿'misconnection of supply and return lines.' It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure as no sample was returned for evaluation. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hypothermia was completed at 33c on the arctic sun device. Nurse stated that the patient was in rewarming phase when device shut off due to high temperature water exposure (alarm 115) at 42 c. Device had been off for 15-20 mins. Nurse also stated the device had low flow but changed gel pads before they called the hotline and got flow rate (fr) to above 2.0 l/min. Patient weighed 205 lbs. All pads were confirmed to be applied appropriately. Abdomen area was covered. Mss asked nurse to start therapy. Patient temperature was 34.2 c, water temperature was 34.3 c, flow rate was 3.0 l/min. While we were talking water temperature was 38 c. Rewarm from 36.5, rewarm rate was 0.25 c/hr to 37 c. Mss reminded the nurse about skin checks and device stopped earlier as a safety feature and advised the nurse to have discussions with physician. Nurse was advised to consider warming blanket to help prevent future prolonged exposure to warm water alarm. Nurse also stated that the patient was on many medications. Levophed and diprivan were being infused. And, nurse stated that was also had a hard time to controlling the blood sugar. Per follow up 1 on (B)(6) 2021 via nurse , pads size large. Denied any additional pads added. It was unsure why the pads were exchanged as there were no notes in the patient chart. The pads were not kept. Flow rate remained optimal through shift and patient completed therapy. Device would remain in service. The complainant stated all available information had been provided. Therefore, no additional follow up attempts will be made. Per follow up 2 on (B)(6) 2021 via nurse , medications were administered due to the patient conditions (would not elaborate). Therapy was completed. Device was kept in service.